Event description:
The pt reportedly experienced tinnitus that could not be resolved by reprogramming. It is suspected that electrodes could elicit tinnitus. A CT scan revealed that the device electrode array had migrated halfway out of the cochlea. Device revision surgery has been scheduled.